Manufacturer narrative:
Event date: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke after five weeks. Revision surgery was needed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: relevant history and tests are documented in initial medwatch report. A review of the device history records was performed and revealed there were no issues during the manufacture of the product that would contribute to the complaint condition. Initial surgical/implant date is unknown. Patient was reported to have suffered injuries on (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing evaluation was completed: the variable angle ¿ locking compression plate (va-lcp) distal radius plate broke through the third proximal plate (oval hole) close to the area of the fracture. The golden anodized plate is made of pure titanium. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards. The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. Macroscopically no abnormalities were found. When examining the distal fracture surfaces of the plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. A documented fatigue crack close to the initial fracture zone indicates multiple crack initiation. After breaking, the two plate fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during movement). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly a structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one sided). Constantly alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the va-lcp distal radius plate 2.4. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. No evidence of material or manufacturing defects were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information from synthes (B)(4) was received on january 29, 2015. The surgical and consultation reports reported the patient sustained the following injuries after a motorcycle accident on (B)(6) 2014: right forearm - distal radius dislocation fracture with avulsion and styloid process of right ulna, rupture of ulnar collateral ligament of right elbow with ulnar insatiability, without dislocation tendency fracture of coronoid process of right ulna. Left forearm - distal severely displaced left forearm fracture. Right forearm surgical treatment included the open division of the right flexor retinaculum, closed reduction and application of a joint-bridging external fixator (manufacturer unknown) and upper arm plaster in visp. The left forearm surgical treatment included open reduction and stabilization with a palmar angular stable 2-column plate (synthes) on radius and stabilization with a 6-hole plate 2.5mm compact (manufacturer unknown) on ulna in visp. The date of the initial surgeries is unknown. The patient¿s hospital stay was reported as (B)(4) 2014 on october 25, 2014, additional surgery was performed on the patient¿s right arm during which the external fixator was removed and an open reduction internal fixation with a competitor¿s plate was performed. No complications were reported during or after the operation. The procedure was followed by physical therapy on both wrists, which were well tolerated by the patient. When the dressings were changed the wounds were healing normally and the suture material was in situ. The postoperative x-ray (date unknown) showed regular positioning of the wrist and the implants. A clinical follow up visit on november 6, 2014 reported the patient was experiencing pain, superficial impaired wound healing and infection of the right forearm. Restricted movement of the long fingers and thumb were also reported but particularly for the right side. The sutures in the left wrist were severely ingrown and were removed. On an additional clinical visit on november 7, 2014, the infection was determined to be mild and not systemic, so antibiotics were not prescribed. Parasthesia of fingers one and five on the right hand was also reported. A clinical follow up visit on november 18, 2014, reported the wounds were healed but the patient continues to have restricted mobility, parasthesia and swelling of the back of the right hand. Improvement of mobility was reported from a clinical report dated november 27, 2014. Patient continued with intensive physical therapy once a day. A clinical and radiological follow-up of the left hand was arranged for one week from the november 27, 2014. The exact date of the examination and x-rays is unknown. During this examination, x-rays revealed secondary displacement after internal fixation of the left distal radius with plate (synthes) fracture on the left. Revision surgery was performed on the patient¿s left forearm on december 3, 2015. The procedure included removal of all metal hardware, collection of tissue samples for bacteriological and histological investigation, freshening of fracture margins, insertion of allograft mixed dbx, and refixation with a competitor¿s plate. The surgical report stated the synthes screws and plate were removed without any problems. The fracture in the area the bone showed several loose cortical bone fragments which were decorticated and not perfused. These were removed. It was reported from a clinical reported dated december 4, 2014, that the plate fracture was probably due to overloading with commuted fracture on right side.